Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were distorted and misaligned on most part of the stent along the whole length. The stent had slightly moved on the balloon proximally from the proximal end of the distal markerband. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage. No other issues were identified during the product analysis. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The eccentric target lesion containing greater than 45 and less than 90 degrees bend was located in the mildly calcified right coronary artery. Following pre-dilatation, a 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. After the second attempt was made, the device was still unable to cross. The physician discontinued the procedure and kept the patient under medical supervision. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and the stent moved on the balloon.